Event description:
The fse reported a file corruption error message. This error causes the system to lock up or not boot. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed and on site investigation. The connector were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.